Event description:
Syringe pump not keeping accurate total. Pump exchanged. New pump alarmed for occlusion. Checked PICC line. Unable to flush. Sigma never alarmed and kept accurate total up to this point. PICC line found to have clotted off.